Event description:
Customer reported that pump screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer¿s blood glucose level reported. The customer reverted to an alternate form of insulin therapy.